Event description:
Customer concerned with isolated increased free t3 values that do not confirm using a different analyzer. One example was provided as follows: during surgical preparation, a pt was tested for free t3, free t4 and tsh. Free t4 and tsh were normal, but free t3 was increased. On a different analyzer, all values were normal. Actual free t3 results are as follows: initial result gave 31.4 pmol/l; repeat by different analyzer gave 4.1 ng/l. No info provided to determine if pt was adversely affected. If additional info is received, appropriate notification will be provided.